Manufacturer narrative:
H.6. Investigation: four sealed 32g x 4mm pen needle polybags and four photos were returned from lot. No. 9317865, cat. No.320136. Visual examination was carried out on the four sealed polybags and photos and a printing defect was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause of the issue was supplier related and will be investigated under qn(B)(4). H3 other text : see h.10

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp had incorrect label information. This occurred on 28 occasions before use. The following information was provided by the initial reporter: improper printing on polybag.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32 ga 4 mm 14 bag 700 case jp had incorrect label information. This occurred on 28 occasions before use. The following information was provided by the initial reporter: improper printing on polybag.